Event description:
It was reported that the patient¿s infusion set was removed during the night due to dementia, leading to prolonged interruption of insulin delivery with a reported fingerstick blood glucose of 555 mg/dl. After a subsequent supply change on the ilet system, an occlusion alert occurred that again interrupted insulin delivery, and the agent guided the caregiver through an infusion set replacement for an inset set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and a deformation problem consistent with an infusion set occlusion that resolved after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.